Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10ml ls emerald experienced foreign matter contamination. The following information was provided by the initial reporter: during surgery it was discovered that there was a sticky substance within the barrel of the syringe. The syringe had been prepared before the surgery with fenylefrin 0,1 mg/ml.

Event description:
It was reported that the syringe 10ml ls emerald experienced foreign matter contamination. The following information was provided by the initial reporter: during surgery it was discovered that there was a sticky substance within the barrel of the syringe. The syringe had been prepared before the surgery with fenylefrin 0,1 mg/ml.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-24. H6: investigation summary: a device history record review was performed for provided lot number 2001228 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, a large amount of silicone was observed on the upper side of the syringe. The silicone is used to lubricate the inner part of the barrel and facilitate movement of the plunger rod. Correct presence and quantity of silicone within the syringe is evaluated during the routine manufacturing controls. This incident most likely resulted from a temporary issue with the silicone process, causing an excess amount of silicone to be applied. Based on the preventive measures in place, we believe that this was an isolated incident with an unlikely recurrence. Our quality team will continue to closely monitor the production process for signs of potential defect and any emerging trends.